Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.